Manufacturer narrative:
Citation: kyv pang, ck wong, wkw leung and kh fung. "Treatment of bleeding dissecting aneurysms ¿ cases illustration." Department of neurosurgery; department of radiology, (B)(6). The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information through review of literature that a pipeline flow divertor was placed across the focal dissection on d4. However, it was complicated by acute stent thrombosis which was recanalized by IV and ia abciximab. She suffered diffuse cerebral vasospasm. Control dsa showed further progression of the dissection and a second pipeline flow divertor was placed inside the first one. Control cta showed healed right internal carotid artery (ica) dissection. Prior to pipeline treatment this patient collapsed and was taken to the emergency and regained semi-consciousness on arrival. Computed tomography (CT) scan showed acute subarachnoid hemorrhage. CT angiogram showed some irregularity of supraclinoid right ica. Dsa revealed a mild focal dilatation of right ica. Early cta on d3 showed progression of the diseased segment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.